Manufacturer narrative:
Corrected data received (B)(6) 2012: revision date - (B)(6) 2011. Appox age of device - 4 months. This event occurred in (B)(6).

Manufacturer narrative:
Investigation is not complete. Trends will be evaluated. The event code is addressed in the package insert. This report will be updated when the investigation is complete. This is the same event as 1043534-2011-00354. This event occurred in (B)(6).

Manufacturer narrative:
Corrected data received (B)(4) 2011: lot number - 0601145035. Expiration date - 06/30/18. Sedction implanted date - (B)(6) 2010.section appox age of device - 5 months.section manufacturer date - (B)(6) 2010.additional information received (B)(4) 2011: an additional device was returned; therefore, this is the same event as 1043534-2011-00354 and 00630. This event occurred in (B)(6).

Event description:
Allegedly revised due to loose component.